Event description:
The customer initially reported that their device was showing a service wrench. After an evaluation of the device by physio-control, it was observed that the device could not charge or deliver defibrillation energy.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio then observed the device to not have the ability of charging and delivering defibrillation energy. The cause of the reported and observed failures was determined to be a broken (open) strap going to one of the terminals within the high energy capacitor. This stopped the device from having the ability to charge and deliver defibrillation energy.the customer received a replacement device.